Manufacturer narrative:
Supplemental report 1/21/2022: device evaluation of electrode belt (B)(6). Has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged l703 components on the distribution node pca. The root cause for the damaged components could not be positively identified. The electrode belt (B)(6) has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device evaluation of monitor (B)(6) has been completed. Upon investigation the monitor was unable to power on or download. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. H.4. Device manufacture date. Monitor 11/26/2019. Belt 10/09/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that the patient received a shock from the lifevest while in the hospital, then was externally defibrillated by ems before passing away. The patient's monitor was returned, but was unable to power up or download. Reporting event out of an abundance of caution as the patient's ECG rhythm at the time of the event is unknown due to the damaged monitor.

Manufacturer narrative:
The electrode belt sn (B)(4) has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on or download. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas.the root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device manufacture date: monitor 11/26/2019, belt 10/09/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that the patient received a shock from the lifevest while in the hospital, then was externally defibrillated by ems before passing away. The patient's monitor was returned, but was unable to power up or download. Reporting event out of an abundance of caution as the patient's ECG rhythm at the time of the event is unknown due to the damaged monitor.